Event description:
It was reported by a manufacturer representative that a patient with a cardiac resynchronization therapy defibrillator (crt-d) died. Information was identified in the indicating the patient died approximately five months post implant of the crt-d system approximately three years ago. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.